Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. Inspection of the pod outer housing confirmed that the top housing was cracked. Evidence of corrosion was observed in the crack. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was used to download the data. The download data from the pod showed that an 0x21 alarm had been generated by the pod, indicating that the tick time was out of specification. No timeouts or drive stalls were observed in the data. Corrosion was observed on the top battery, the pod chassis, and the pcb assembly. The exact cause of this corrosion could not be determined. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking into the pod. It could not be conclusively determined if the crack in the top housing allowed fluid to leak into the pod. It could not be determined if this corrosion contributed to the generated alarm. The exact cause of the 0x21 alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. In addition the pod was found to have a crack in it. As treatment, the patient drank water and applied a new pod.